Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of the protective sheath of the 3.50x38mm rx xience sierra stent delivery system (sds), the stent dislodged from the balloon and was found on the stylet in the protective sheath. The sds was replaced with a new same size xience sierra to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.